Manufacturer narrative:
A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations.

Event description:
During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.